Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have a blank display screen. Customer's blood glucose was 402 mg/dl, which was treated with manual injection. After troubleshooting and changing batteries, display screen did not return. Customer was advised that insulin pump would need to be replaced. No further information provided.